Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (26 mg/dl) due to the pump's basal rate settings needing adjustment. Customer became incoherent and required assistance addressing bg level with carbohydrates. Reportedly, the customer¿s healthcare professional adjusted the pump settings to address the reported issue.